Event description:
Patient to use pump sn (B)(4) but kept alarming for cartridge removed alert. Reviewed trouble shooting with patient but continued to alarm. No other information provided. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes.